Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens to not be within specifications. Claim#(B)(4).

Manufacturer narrative:
Additional information: h6- investigation code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -9.0/+2.5/044 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size, different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved.